Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to sense b noise. During troubleshooting, noise could not be reproduced while tapping all parts of the system and or having the patient perform different movements. The secondary vector was observed to have good sensing, good r-wave amplitude, and low t-wave amplitude. Both amplitudes did not show significant changes across different patient postures and movements. The system showed oversensing noise in one moment but was not reproducible. The physician decided to reprogram the device to secondary vector. There were no adverse patient effects reported. The device and electrode remain in-service. Additional information provided from the field indicated the field now suspected an electrode fracture to be the cause of the previously reported clinical observations. The patient will be seen soon for further troubleshooting. The electrode remains in service and no adverse patient effects were reported.